Event description:
It was reported that, "the insert would not lock in."

Manufacturer narrative:
Product was discarded. Additional information has been requested and if received, will be provided in a supplemental report.